Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported malfunctioning keypad which was reproduced as the "9" key was automatically output when the "ok" key was pressed. The keypad was found to be the failing component which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keyboard on a spectrum pump was not working correctly. There was no patient involvement. No additional information is available.